Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed an excessive off-current on the digital pcb assembly. It was determined that the cause of the reported issue was due to an electrical short of a capacitor, designator c180 on the digital pcb assembly. This capacitor, designator c180 on the digital pcb assembly had a small crack, which caused an electrical short and a leakage current that would cause the battery of the device to be depleted in 80 days.  A replacement device was provided to the customer under warranty. (B)(4).

Event description:
A customer contacted physio-control to report that the battery of their device had depleted in just a couple of weeks. The customer also reported that it was the third battery that was installed into the device within one year. During device evaluation, physio observed an electrical short that caused a leakage current which in its turn caused the device's battery to deplete in 80 days. There was no patient use associated with the reported event.